Event description:
It was reported the lead exhibited oversensing. Follow up was conducted to obtain information on the patient, but the attempts were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.